Event description:
Patient hospitalized with a history with complications from a history of IV drug abuse was noted to have unlocked the pca pump using a plastic utensil and was able to give himself a bolus of the narcotic medication. It was discovered when the nurse went into change the pca pump syringe and had difficulty opening it due to the meta! Distortion around the keyhole which was not a problem a few hours earlier.